Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, seizure, "followed by shock, nausea, vomiting" and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, a es healthcare professional (hcp) performed a blood glucose measurement with result of 4.8 mmol/l, compared to a sensor result of 2.9 mmol/l, and provided third-party treatment of "emergency glucose nasal spray and dextrose" prior to transporting customer to the hospital. At the hospital a hcp provided third-party treatment of "electrolytes/saline solution" for a diagnosis of hypoglycemia and kept customer for observation for an unspecified duration. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, seizure, "followed by shock, nausea, vomiting" and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, a es healthcare professional (hcp) performed a blood glucose measurement with result of 4.8 mmol/l, compared to a sensor result of 2.9 mmol/l, and provided third-party treatment of "emergency glucose nasal spray and dextrose" prior to transporting customer to the hospital. At the hospital a hcp provided third-party treatment of "electrolytes/saline solution" for a diagnosis of hypoglycemia and kept customer for observation for an unspecified duration. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software and extraction was successful. The returned reader was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery was meausred to be within specification. Performed a source measure unit (smu) test to check that the returned sensor's electronics were functioning properly. Poise voltage testing was within specification indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, seizure, "followed by shock, nausea, vomiting" and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, a es healthcare professional (hcp) performed a blood glucose measurement with result of 4.8 mmol/l, compared to a sensor result of 2.9 mmol/l, and provided third-party treatment of "emergency glucose nasal spray and dextrose" prior to transporting customer to the hospital. At the hospital a hcp provided third-party treatment of "electrolytes/saline solution" for a diagnosis of hypoglycemia and kept customer for observation for an unspecified duration. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.